Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high atrial thresholds were noted on the right atrial (ra) lead. It was also found that there was intermittent atrial undersensing noted on current and stored on electrogram. Some of the episodes were marked as terminated while possibly still in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.